Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2005 that a polypectomy snare was used during a procedure (patient age, gender and weight unknown). According to the complainant, during the procedure, the snare appeared to snap. The snare was retrieved from the patient without an additional procedure. Retrieval of the foreign body was uneventful. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the loop was burnt and broken on one side and a ball weld was found on one side of the break. No portion of the loop wire appeared to be missing. The cause of the reported malfunction could not be determined.